Manufacturer narrative:
Ocd field engineer was on site. Fe replaced diffuser plate. Fe also performed the card reading check in diagnostics which passed. Repairs have returned this instrument to expected operation. (B)(4)

Event description:
Customer reported that a negative antibody screen was observed when a patient sample with an anti-jka was tested on the provue. Patient was transfused 2 units of blood. Patient had no symptoms at time of transfusion. Anti-jka was later identified when patient returned to the hospital. Ocd medical director has determined that this is a serious injury.